Event description:
Medtronic received info that the bioprosthetic aortic valve was explanted after approx 1 year of service due to symptoms associated with high gradients. Echocardiograms indicate that the high gradients were caused by moderate pt/prosthesis mismatch, pressure recovery phenomenon, and over-tracing of the spectral doppler envelope. No degeneration was visible during the echo, the opening of all three cusps was proper, the eoa (measured with doppler) was 1, 2 qcm. The info indicates the device was explanted and replaced with a stentless tissue valve, with no reported adverse pt effects.

Manufacturer narrative:
Evaluation method: echocardiogram reviewed. Conclusion: it was reported that the product will not be returned for analysis, and attempts to obtain device specific info have been unsuccessful. However, review of echocardiograms suggest that the underlying root cause for the reported high gradients was a combination of pt/ prosthesis mismatch, pressure recovery phenomenon, and technical approach to obtaining doppler during the echo. Medtronic continues to monitor the field performance to detect similar events.